Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels of 250 ¿ 400 mg/dl. The customer's blood glucose level at the time of the incident was unknown and current blood glucose level was 298 mg/dl. The customer was treated with bolused with the pump and manual injections. The customer declined to perform the high pressure test. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose levels persist. The insulin pump will not be returned for analysis.